Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the response buttons were intermittently non-functional. The cause for the failure was an intermittent rear response button switch. The root cause for the intermittent switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated reason. Upon evaluation, a reportable device malfunction was discovered.